Manufacturer narrative:
The product was not returned to assist in the investigation. Prior similar complaints and risk analysis resulted in the issuance of a CAPA for this failure mode. The investigation of the CAPA led to a revised IFU issued on (B)(4) 2010. Per specifications, "insure correct inside diameter and outside diameter of tubing." And, "insure material is free from surface defects, bumps, bulges." In addition the instructions for use (IFU) cautions the end user, "all catheters and instruments used with this introducer should move freely through the valve and sheath. Separation of the sheath may result when the fit is tight." As well as the warning. "Before withdrawing the sheath through tortuous anatomy, insert the introducer dilator to avoid possible breakage." As advised in the present IFU perhaps reintroduction of the dilator may have facilitated withdrawal of the sheath without breakage. Although 100 percent inspected for sheath size and integrity, sheath separation was confirmed based on customer's statements of the event. Review of the device history record was unable to confirm any out of spec condition in manufacturing. As advised in the present IFU, perhaps reintroduction of the dilator may have facilitated withdrawal of the sheath without breakage. This occurrence is relevant to a CAPA, which has been implemented with a revised IFU. The appropriate internal personnel have been notified and we are continuing to monitor complaints for similar events. There is insufficient risk to require additional corrective action at this time. We will continue to monitor for similar complaints and have verified the effectiveness of implementing the described corrective/preventive action.

Event description:
The doctor was pulling on the 5 fr raabe sheath when it broke in half, right outside the body. The doctor was able to pull the distal piece out with a pair of hemostats and then place a wire through it and place a 5 fr pinnacle sheath in place. There was no harm to the patient.